Manufacturer narrative:
(B)(4). Method: fisher & paykel healthcare requested the complaint sleepstyle auto CPAP for evaluation but was not returned. Our investigation is based on the information, including photographs, provided by the customer and our knowledge of the product. Result: review of the photographs provided by the customer showed a broken and dislodged power socket of a sleepstyle auto CPAP. Conclusion: without the complaint device, we are unable to confirm the root cause of the reported event. Our user instructions that accompany the sleepstyle auto CPAP state the following: - do not use if the device, power cord, or accessories are damaged, deformed or cracked. - do not pull on the power cord as it may become damaged. - turn the device off at the power supply, then remove the power cord from the rear of the device. Spsaan is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k173193.

Event description:
A distributor in canada reported that the sleepstyle CPAP has broken power connection and the machine turns off during use. There was no reported patient consequence.